Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had an e315 error code. The issue occurred during preparation for use in an unspecified procedure. There was an unspecified delay. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
The error code that was received was e315 incompatible scope error. The procedure was delayed for twenty minutes, then the video system center accepted the scope. The patient was not under anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation, updates to fields b5, d8, d9, h4, and correction to field e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.